Manufacturer narrative:
(B)(4). Batch n92448. The fcs17 device was returned inside its package. Upon visual inspection, it was observed that the blister from the packaging was damaged; the blister was found to be cut. Due to the damages found on the packaging, a possible cause for this condition is due to improper handling during transit or storage; it appears that the package hit a hard surface and this caused the reported event. All ees product is 100% inspected prior to release. The information you provided is compiled monitored and reviewed on a routine basis for any associated trends. The batch history records were reviewed and the manufacturing criteria were met prior to the release of the batch.

Event description:
It was reported that before an unknown procedure, the sterilized package was damaged and air was inside the package even though the package was not opened. The device was not used for the patient. Another device was used to complete the case. There were no adverse consequences to the patient